Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a blast result generated by coulter lh780 hematology analyzer that did not flag for one patient sample. The erroneous result was reported out of the laboratory. A manual differential was ordered by a pathologist who looked at bone marrow. The manual differential test recovered 12 blast cells and the corrected report was sent out. The same patient was rerun 8 days later on the same lh780 analyzer and did not generate blast flag. No manual differential was ordered or performed on this specimen. There was no death, injury, or effect to patient treatment associated with this event.

Manufacturer narrative:
The customer states that blast cells did not look normal and could have been missed if not for the results of bone marrow. Qc prior to and after the event was within the established ranges. The instrument is currently within qc specifications with respect to accuracy and precision. The instrument's sensitivity is set at mid level. Bci does not claim to identify every abnormality in all samples. Bci suggests using all available flagging options to optimize the sensitivity of the instrument results. A bci field service engineer (fse) verified the instrument operation. A definitive root cause for this event has not been determined.